Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 19 previously reported events are included in this follow-up record.   Product return status 18 devices were received. 1 device was not available for evaluation. Event confirmation status 8 reported events were confirmed. 10 reported events were not confirmed. Evaluation results 3 devices were found to be affected by internal corrosion. 15 devices were found to be affected by a lubrication problem.

Event description:
This report summarizes <noe> 19 </noe> malfunction events in which the device reportedly overheated. 18 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 19 events were reported for this quarter.   Product return status: 17 devices were received. 2 device investigation types have not yet been determined.   Event confirmation status: 6 reported events were confirmed; the cause traced to component failure. 5 reported events were not confirmed. 6 device evaluations are still in progress. Evaluation results: 10 devices were found to be affected by compromised lubrication. 1 device was found to be affected by internal corrosion.   Additional information: 19 devices were not labeled for single-use. 19 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 19 </noe> malfunction events in which the device reportedly overheated. 18 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.